Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. A microscopic examination was performed, an over inserted valve activated luer was detected. During underwater leak test bubbles came from the secondary port confirming the leak. The customer complaint is confirmed. The root cause is related to a leak caused by over insertion of the secondary port during manufacturing, which resulted in a crack. A replacement of non-adjustable torque wrenches was performed to mitigate this issue. An internal investigation was opened to address this issue. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. The batch record fa25a07194 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: nurse manager reported: cassette noted to be leaking during the middle of iron infusion. Patient harm/adverse reaction: no. Stopped infusion: yes. Drug used: venofer. Used with: saline bag. Action taken: ended infusion, patient rescheduled. Sample available: yes. A preliminary review identified the following issue: administration set leak (external part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.